Manufacturer narrative:
An event of a split dilator tip during procedure was confirmed. The investigation found the tip of the dilator was split when it was received at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but is consistent with damage during use. No other complaints were reported on this batch. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023 a amulet delivery sheath 12f 80cm was selected to implant an unknown sized amplatzer amulet. The inner diameter of the delivery sheath catheter used was 4.00/0.16 mm/in. During the procedure, the transseptal puncture was successfully performed. The amulet 12f delivery sheath was prepared according to the manufacturers instructions for use and then advanced over the guidewire but could not cross the septum. The physician felt too much resistance and decided to retrieve the delivery sheath with the dilator. It was observed that the tip of the dilator was damaged, suspected to have been caused by a very stiff septum. There was split tip of the dilator. The sheath was removed with the dilator and the patient was transitioned to a septostomy. A new 12f amplatzer amulet sheath was opened and crossed the septum without any problem and completed the left atrial appendage (laa) closure procedure with the amulet successfully implanted. The patient was reported to be in stable condition. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.